Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited loss of capture and sensing. The device was reprogrammed to vvi. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.